Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience trays are creating small white particles and some large flakes after adding ketamine. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: 5 loose 10ml syringes were received along with a top web from 10ml tray, confirmed to be from batch #8177624 (p/n 309605). The samples were visually evaluated. The samples appeared unused with no damage or defects. Each syringe¿s stopper and fluid path was evaluated for presence of foreign matter. No foreign matter was found ¿ only a small amount of silicone residue, which is expected and normal for this product per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience trays are creating small white particles and some large flakes after adding ketamine. There was no report of exposure, serious injury or medical intervention.